Manufacturer narrative:
The lead was previously reported on a retrospective review of still in use devices (report for "broken"/inappropriate shock). Legal hold has been lifted, allowing analysis, with results being reported as a 30 day report. Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was previously reported on a retrospective review of still in use devices (report for "broken"/inappropriate shock). At some point, the lead was explanted, returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.